Manufacturer narrative:
The reported event of guidewire insertion difficulty and skiving could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving could not be conclusively determined.

Event description:
During the procedure, the sheath and needle were used for the transseptal puncture. The needle was then removed and the guidewire was advanced, which was blocked and could not be advanced through the sheath. The guidewire was removed and a small plastic particle was found. The case continued with same sheath with no consequences to the patient.